Manufacturer narrative:
The product was returned for analysis and straight leading haptic was observed. The returned photo shows five(5) activated company devices. Due to a bad quality of the photo, the position of the plunger and the lens cannot be confirmed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger and the lens have been advanced into the mid-nozzle. The lens/plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. Root cause: no problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, 3 iols could not be placed and during the surgery the incision was enlarged to able to place the lens. The plungers went over the lenses and the lenses did not go properly in the eyes. This occurred with 3 lenses on one patient during the same procedure. Additional information was provided indicating the leading haptics were pointing forward and stretched out. The procedure was completed and there was no indication that the implanted iol had an issue. There are a total of 3 medical device reports associated with this one patient during the same procedure. This report is for second of the 3 iols reported and this one will reflect the reportable malfunction.